Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the unit with solid red x and battery problem. The efficia dfm100 defibrillator, model# (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # (B)(4) and will be reported in the united states under device model # (B)(4). There was no reported patient involvement / adverse patient impact.